Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high ventricle pacing lead impedance on the right ventricular (rv) lead. It was also noted that there have been 846 v-v (ventricle-ventricle) intervals sensed in one day. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.